Event description:
Mst phaco needle had metal micro-particulate fragments flake into anterior chamber of eye. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: used for phacoemulsification of cataract. Event abated after use: no. Bausch and lomb stellaris phacoemulsification equipment. Ultrasound power was increased for dense cataract setting. Total power 23% for 2 minutes 0:38 seconds.